Manufacturer narrative:
We checked the returned unit and confirmed that the distal end assy w/ccd module shadow in image. Based on the result, we concluded that it was caused due to the fluid damage from the distal end assy w/ccd module. In addition, we confirmed that the insertion flexible tube (ift) buckled, the bending rubber leak, the operation channel cut, the remote control button cut, the objective lens unit scratched, the suction channel kink, and the bending rubber pin hole; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).